Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device was fired across the saphenous vein. The clip did not close all the way and fell off. The device was fired again and the device jammed. Another device was used to complete the case with no patient consequence.